Event description:
It was reported that t:slim x2 pump battery did not charge reliably because charging cable could not connect properly and pump port pins appeared damaged. There was no reported impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it with prepaid label, and was provided with replacement pump setup guidance including re-entering pump settings, reconnecting continuous glucose monitor, and selecting correct setup option for replacement device.